Event description:
It was reported that prior to implant, the helix could not be fully retracted. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the helix could be fully extended and retracted; however, the helix actuation was not smooth. The cause could not be determined.